Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bowel resection, the stapler came not loaded correctly and would not load into the handle properly. A new reload was opened and loaded into the handle and the stapler was unable to fire. Another product was utilized to resolve the issue. There was no patient injury.